Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a cranial biopsy procedure, after registering the patient while in the navigation screen, the screen became unresponsive for at least 3 minutes. Site attempted a soft shutdown but were unable to. Hard shutdown of the system resolved the issue and the site proceeded with case. The procedure was completed with the use of navigation. There was a delay of 20 minutes. No impact on patient outcome.